Event description:
No new patient or event information since last report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation: event description cook was informed of an incident involving a ncompass nitinol tipless stone extractor nct4-024115. The device reportedly would not open and close properly before use on. The procedure was completed using another new device. The patient reportedly experienced no harm as a result of the issue. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. In response to this incident, cook completed a review of the product dmr. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The IFU for this device provides the following information to the user: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. In response to this incident, cook completed a review of the DHR. The DHR for the reported lot records no non-conformances. A lot history search found no other complaints have been reported for this lot. The complainant returned one ncompass nitinol tipless stone extractor. Device returned with handle in the open position; device returned with the basket formation in the closed position; mlla [male luer lock adapter] is loose. Collet knob is tight and secure. ; polyethylene terephthalate tubing [pett] measures 2 cm in length.; visual exam notes the basket sheath is severed at the nose of the mlla; visual exam notes 30 cm of coil is exposed; visual exam notes the support sheath and basket sheath are detached; visual exam notes minimal glue on the basket sheath; visual exam notes the support sheath is bowed in appearance; coil assembly removed from basket sheath; visual exam notes the basket formation is intact and free of damage. Most probable cause cannot be determined. Conclusion: the returned device was found to have a basket that was closed and could not be opened due to sheath damage. The basket sheath was separated from the yellow support sheath, allowing the basket sheath to move distally and prevent the basket from opening. The basket sheath and yellow support sheath are glued together during manufacturing. Glue was observed on the basket sheath, indicating proper assembly. The provided information stated the issue was discovered once the device was removed from the packaging. It is possible the device was inadvertently damaged during removal from the packaging, but there is no information related to device handling during that process. There was not enough evidence available to determine a cause for the observed device damage. The risk documentation procedures were reviewed, and it was determined that no actions are required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Name and address: phone: (B)(6). Name and address: street: (B)(6). PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to an unknown procedure, a ncompass nitinol tipless stone extractor was tested and found to not open or close as intended. Another ncompass nitinol tipless stone extractor was opened to complete the procedure. It was reported that the patient did not experience any adverse effects. Additional information has been requested and will be included on a follow-up report.